Manufacturer narrative:
Device has not been returned and lot# is unknown. Mfg date cannot be determined without lot #. Part not returned. Site has not ordered a replacement.

Event description:
A medtronic clinical specialist reported that the spine air frame is damaged. The joint where the frame attaches to the post is loose. They found this damage prior to a case and used a different frame for the case.